Event description:
The customer reported a problem with a threaded connection on the product near the transducer. The customer noticed a pool of blood on the floor due to the leakage of blood at that connection. No patient injury.

Manufacturer narrative:
The missing information was unattainable from the hospital. Investigation in-process and will be filed in a supplemental report when completed.